Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they had 3 back surgeries(unrelated) in the last few months and reported the wire from their ins was floating in the spinal fluid on the last surgery so the surgeon cut the wire. Pt clarified their lead is still "hooked" to pt's ins but is not attached to theirsacral nerve. Pt stated it's "just floating". Pt stated they were not told they were going to do this and this is frustrating for them. Patient stated now they have no access to their interstim. Pt stated when they try to turn it on now they are unable to connect with their implant due to this and pt stated their implant is useless. Pt stated they are waiting for the urologist to feel comfortable to put a new lead in. Pt stated they have 5 drains(unrelated) in their back from the last back surgery. Pt stated hcp "wanted to wait for all the holes once they've been pulled and it's been a week since they pulled all the drains so there are still scabs from all those holes". Pt stated they have appointment with hcp again tomorrow but then it will take months to get on schedule to get lead put back in. Pt stated ins was turned off prior to having the last surgery. Pt stated "so nothing got hot" because it was off. Pt inquired if it is safe for them to have an MRI. Reviewed MRI guidelines and redirected patient to healthcare provider to further discuss MRI compatibility. Pt inquired about difference between MRI mode and off. Reviewed information with pt. Pt stated they need MRI scan of their liver to ensure their bile ducts are not obstructing. Pt stated they feel like they need to put their life on hold due to this mistake. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2e1hz implanted: (B)(6)2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.